Event description:
Fiber broke in two during a procedure, after less than 2 mins use. There was no harm to pt.

Manufacturer narrative:
The pinched and flattened buffer at the break indicates that the fiber was likely pinched by mechanical force. The curved end of the buffer on the other broken piece is also indicative of a likely mechanical pinch. The conclusion is that the fiber was likely pinched outside of the scope. Likely no fault with the fiber.